Event description:
Olympus (omsc) was informed that the customer camera head was returned to olympus repair center for an image defect, ¿image does not appear¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation could not confirm/duplicate the customer¿s reported problem as the image functioned appropriately. The inspection did find a signs of physical stress to the cable unit. A review of the repair history confirms the device has been repaired twice in the past year; once for a buckled cable and another repair for an image failure due to a defective charged coupled device (ccd) unit. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported problem is potentially due to reasons such as damage or adhesion of dirt to the contact part of the scope connector, causing scope communication failure. Alternatively, the phenomenon may have occurred due to a defective power supply or video board causing the video signal to not output normally. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information in b5 that was obtained from the customer.

Event description:
Additional information was received from the customer which noted, the reported event (loss of image) occurred during preparation for use of a therapeutic procedure. The procedure was completed with a similar device without delay. There was no patient harm or consequence reported as a result of the event.